Event description:
Customer service and support (css) was contacted with regard to a low platelet result generated suing a cell-dyn 3200 sl analyzer. An initial plt=10 k/ul was obtained. The sample was repeated on the same day using a cell-dyn 3700 analyzer yielding a plt=80 k/ul result. A sample collected in citrate was tested using the cel-dyn 3200 sl analyzer with a result of plt=70 k/ul. Samples from this pt collected in 2005 were tested on the cell-dyn 3200 sl analyzer with a plt=93 result. All controls were in range. The results were not reported out of the lab and no impact to pt management was reported.